Event description:
No additional information was provided.

Manufacturer narrative:
Pr# (B)(4) - supplemental MDR. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309597. Batch#: 2263232. It was reported that the bd syringe 1ml s/t w/ndl 26x5/8 rb needle pulled out of hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Notification only (no investigation required) for pr# (B)(4). Tw (B)(4) ¿ needle bent/broken/damaged. Lot numbers: 2263232 - plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch) - ( kit) av23223aa takeda awareness date: 20jun2024. Report received from accredo on 20jun2024: patient reported when she takes cover off of syringes the needle comes off too. No doses missed. No additional information. Product: gattex country of origin: united states sample / photo availability: no sample or photos were provided to takeda. Ae: ae reported patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request.